Event description:
A failure of no alarm tone. Customer reported there were no patient injuries associated with this report and there have been n o incident reports filed the last baxter service event. Customer did not have information whether incident occurred. During patient infusion.